Event description:
It was reported a pericardial effusion with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). Following the transeptal puncture (tsp) a pericardial effusion with tamponade was identified at the left atrium. After implantation of the closure device, a pericardiocentesis was performed. The patient was hospitalized and continues recovery. It was further reported the pericardial effusion occurred during the use of a baylis versacross prior to any watchman devices entering the patient anatomy. The allegations against the wds have been withdrawn.

Manufacturer narrative:
B5 describe event or problem updated h6 patient codes updated h6 impact codes updated.

Event description:
It was reported a pericardial effusion with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). Following the transeptal puncture (tsp) a pericardial effusion with tamponade was identified at the left atrium. After implantation of the closure device, a pericardiocentesis was performed. The patient was hospitalized and continues recovery.